Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. Section h6 was done based on the information provided by the initial reporter and our experience in the investigation of similar complaints. Product return is requested and product will be evaluated after receipt. In case any new or additional information will be gained from this investigation a follow-up report will be sent. Trend is tracked and monitored.

Event description:
Customer reported an implant loss sf- 04874781. On (B)(6), implant placed. On (B)(6), patient pain started on (B)(6), pa looked ok. On (B)(6), red area around implant. On (B)(6), implant failed to integrate. On (B)(6), patient is numb in that area pt scheduled IV sedation to remove implant. On (B)(6), #20 implant removed. On (B)(6) 2026, didxw213: team and safety officers informed. Reportability rationale. Cn: the adverse event has been deemed reportable in china. The event has been deemed not reportable in the following countries: EU: it does not meet the criteria of a serious incident and reflects a documented inherent device risk; the event is deemed not reportable to the ca but will be documented and monitored through post-market surveillance. Br: this event occurred outside of brazil and there is no causal relationship between the medical device and reported event, no confirmation or a strong suspicion that its medical device is the cause, or one of the causes, of the occurrence. Thus, not reportable. Jp: the critical event occurred outside of japan and is predictable. Its occurrence rate is known and did not exceeded the expected value. Therefore, not reportable. Au: event occurred overseas. Ca: event occurred in a foreign country with a class iii device.